Event description:
It was reported that per wo evaluation they installed test mixing pump to cool.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the mixing pump needs to be serviced. Installed test mixing pump to cool in decon. The mixing pump was found to be not functioning properly due to a failed pump head. Mixing pump was serviced. The arctic sun 5000 was functionally tested (heats above 30c and cools below 6c and is stable at 28c with a flow of 1.8 l/m with -7.0 psi in bypass mode), and electrical safety tested. The unit passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: b, d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo evaluation they installed test mixing pump to cool.